Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly and power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d9 returned to manufacturer on of initial MDR indicates: 02/05/2024 section d9 returned to manufacturer on of initial MDR should indicate: 01/24/2024 section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly and power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue of device not powering on with ac power. The customer's dc battery was unable to power on device. The technician was able to power on device using known good dc battery. After replacing eos and power pcb assembly from the power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product assessment center (pac) and confirmed that shorted transistor on the eos is causing the issue of no ac operation and no dc battery charge.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.